Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the rotawire was difficult to remove and became detached. The 90% stenosed target lesion was located in a moderately tortuous and highly calcified proximal to distal right coronary artery (rca). A 330cm rotawire¿ was selected to advance. During the procedure, the physician initiated the rotablation with a 1.5mm rotalink burr wherein the rotational speed went down to 5000 at 10 seconds, 8000 at 11 seconds then finally 5000 at 10 seconds. The burr was then upsized to 1.75mm rotalink burr and was set to 200,000 rpm. The rotational speed went down to 6000 at 13 seconds, 7000 at another 13 seconds and lastly at 7000 in 17 seconds. The physician then decided to change the pci wire; however, as the non bsc microcatheter was delivered to the distal area, the guide catheter went out of place and splashed with the microcatheter still remained in the rca. Subsequently, the rotawire had been pulled back hard and it was noted that about 5cm from the tip of the rotawire became detached. The physician successfully removed the detached portion of the rotawire from the patient's body using a goose snare. The procedure was completed with this device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR. Method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The device has wire broken near to the distal section at 326cm from the proximal section (the spring tip was returned and it is kinked). Overall length couldn't be measured due to the device condition that the wire broken near to the distal section. All other outer diameters are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "exercise care in handling of the rotawire guidewire during the procedure to reduce the possibility of accidental breakage, bending, kinking or loop making in the aorta. A tight loop, kink or sharp bend (greater than 90 degrees in the guidewire may cause fracture during use. Resulting wire fracture may require additional percutaneous intervention or surgery. Never advance the rotating burr to the point of contact with the guidewire spring tip, as this may result in distal detachment and embolization of the tip." (B)(4)

Event description:
It was reported that the rotawire was difficult to remove and became detached. The 90% stenosed target lesion was located in a moderately tortuous and highly calcified proximal to distal right coronary artery (rca). A 330cm rotawire was selected to advance. During the procedure, the physician initiated the rotablation with a 1.5 mm rotalink burr wherein the rotational speed went down to 5000 at 10seconds, 8000 at 11 seconds then finally 5000 at 10 seconds. The burr was then upsized to 1.75mm rotalink burr and was set to 200,000 rpm. The rotational speed went down to 6000 at 13 seconds, 7000 at another 13 seconds and lastly at 7000 in 17 seconds. The physician then decided to change the pci wire; however, as the non bsc microcatheter was delivered to the distal area, the guide catheter went out of place and splashed with the microcatheter still remained in the rca. Subsequently, the rotawire had been pulled back hard and it was noted that about 5cm from the tip of the rotawire became detached. The physician successfully removed the detached portion of the rotawire from the patient's body using a goose snare. The procedure was completed with this device. No patient complications were reported and the patient's condition was good.